Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) showed a high out-of-range shock lead impedance measurement greater than 125 ohms on this right ventricular (rv) lead. Technical services (ts) was consulted to review the lead history and advised there have been ebbs and flows in the shock impedance trend present throughout the implant duration. The average impedance measurement since implant appears to average between 80 and 90 ohms with outliers ranging from 50 to greater than 125 ohms. Ts provided troubleshooting and programming suggestions. At this time, the ICD and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) showed a high out-of-range shock lead impedance measurement greater than 125 ohms on this right ventricular (rv) lead. Technical services (ts) was consulted to review the lead history and advised there have been ebbs and flows in the shock impedance trend present throughout the implant duration. The average impedance measurement since implant appears to average between 80 and 90 ohms with outliers ranging from 50 to greater than 125 ohms. Ts provided troubleshooting and programming suggestions. At this time, the ICD and rv lead remain in service. No adverse patient effects were reported.